Event description:
Report rec'd of one documented incident and similar undocumented incidents involving a pump set with filter where the filter "came apart". The pt was at home when the leak was noted. The pt went into the outpatient clinic where a nurse checked the tubing and the filter "came apart" at the bonded area in the nurse's hands. While at home, the pt stated that the chemo leaked onto pt's clothing and the couch. The pt was receiving an unk concentration of cytoxin, cisplatin and vp16 at 41cc/hr for 24 hrs in one liter of unspecified fluid via double lumen groshong catheter. The tubing had been in use for approx 24 hrs. The nurse changed out the tubing and hung a new bag without further incidence. There was no report of harm or adverse pt effect. There was no report of bleedback. The nurse cleansed the area where the chemo came in contact with the nurse, using soap and water. The pt was given instructions on cleaning pt's clothing and furniture. The report stated that similar undocumented incidents had occurred but the top of the filter would come apart were connected to the tubing. Although requested, no add'l info was available.